Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was severely calcified in the superficial femoral artery. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The dilation on the severe lesion led to its burst. The device was removed without any problem and replaced for a different model to complete the procedure. No complications reported, and patient status was good. It was further reported that the coyote fc balloon was attempted to pass the lesion. It did not cross and was kinked. No rupture occurred.

Event description:
It was reported that balloon rupture occurred. The target lesion was severely calcified in the superficial femoral artery. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The dilation on the severe lesion led to its burst. The device was removed without any problem and replaced for a different model to complete the procedure. No complications reported, and patient status was good.